Event description:
The customer reported that the system did not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the power supply and tested the unit. The system is operating as intended.